Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024 it was reported that the infusion set's tubing got detached from the reservoir almost a month ago while the patient was sleeping. The site location was patient's abdomen, and the pump was on the pants/pyjamas. The infusion had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. They were unsure whether there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.